Manufacturer narrative:
Concomitant medical product(s): dtba1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed that there were high threshold measurements on the left ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.